Manufacturer narrative:
H3 the product is scheduled to be returned but has not been received in by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. The instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Contraindications state do not use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. Clinicians may need to use additional interventions in conjunction with restraints. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file 2023-00304

Event description:
Customer is reporting a complaint on product # 2799. Dean roberts tm 386-747-0989 or e-mail droberts@tidiproducts.com. Customer states that the box stitch failed resulting in the patient being able to get free of the restraint. No reported injury/deaths from the incident.